Event description:
It was reported that a peritoneal dialysis (pd) patient encountered fluid leaking from their catheter site while preparing to connect to drain during their pd treatment. The patient reported receiving an unknown alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient reported the catheter would not screw into the patient connector. Upon inspection the patient stated the stay safe connector was hanging, not securely connecting, and bent. The patient applied force. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered fluid leaking from their catheter site while preparing to connect to drain during their pd treatment. The patient reported receiving an unknown alarm. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient reported the catheter would not screw into the patient connector. Upon inspection the patient stated the stay safe connector was hanging, not securely connecting, and bent. The patient applied force. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found in the patient connector. During the visual inspection of the complaint sample two blue pins and the blue button appeared to have been pushed out of the trigger connector. It was observed that the blue button is pushed out due to one of the pins inserted in the connector is from the patient catheter that was not delivered previously. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. In addition, the user guide was reviewed which clearly states the steps to perform for connection and disconnection. The event was confirmed based on the sample evaluation; the event was caused by the user due to an improper connection.